Event description:
It was reported that a spectrum pump constantly displayed the door not fully latched message. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported door not fully latched alarm, which was confirmed and reproduced. The alarms were found to be caused by cracked insert bosses and raised threaded inserts causing separation between front case and mech assembly. Evaluation also found loose hardware that secures the mech assembly into the front case which has been a known contributor of reported symptom in past repairs. The front case assembly was replaced.